Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced urinary incontinence, vaginal pain, pelvic pain, urinary tract infections, vaginal canal and urethral mesh erosion.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "complications associated with the proper implantation of the align urethral support system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction and voiding difficulties associated with overcorrection/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage. Transitory irritation at the operative wound site which may elicit a foreign body response that leads to inflammation, infection or erosion of the implant." (B)(4).

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced sling revision and cystoscopy, pulling sensation behind the pubic bone, slow wound healing related to heavy tobacco use, urgency, frequency, sling revision, stage I interstim placement, constipation, stage ii interstim placement of implantable pulse generator, interstim programming (x9), worsening of urge incontinence, recurrent bladder infections, poorly controlled diabetes, hypertension, morbid obesity, (B)(6), bipolar disorder, depression, heart arrhythmia, cystoscopy with laser lithotripsy of urethral calcifications, removal of exposed mesh, urethral burning, cystoscopy, intrinsic sphincter deficiency, placement of sparc midurethral sling and cystoscopy, urinary retention requiring urethral dilation with van buren sounds, the urinary sphincter was found to be coapting, difficulty voiding urethrolysis, abundant scar tissue in periurethral area, lysis of scar tissue and transection of sparc sling, atherosclerosis, chronic pelvic pain, rigid cystoscopy with placement of suprapubic catheter, worsening abdominal pain, marijuana use, urinary tract infection, urethral fistula, chronic pelvic pain, voiding dysfunction, exposure of vaginal mesh, neuropathies from poorly controlled diabetes, uroflometry, urodynamics, cystourethroscopy, transvaginal urethrolysis, transvaginal repair of urethrovaginal fistula and transabdominal removal of mesh from the bladder and repair of cystotomy, sleep apnea, significant neuropathy, anxiety, restless leg syndrome, mesh exposure, non-healing wound with staphylococcus aureus wound infection requiring wound care treatments, cystourethroscopy, exposure of vaginal mesh, periurethral injection of coaptite, urethroscopy with unsuccessful attempt at mesh removal, removal of sacral nerve stimulator lead and generator, partial cystectomy, cystourethroscopy, moderate scar tissue, peritoneotomy, dissection of tissue (bladder lesion), acetaminophen overdose, cystoscopy, panendoscopy, coaptite, rigid cystourethroscopy, cough and shortness of breath, leg swelling, dysuria, enuresis, dizziness, weakness, light-headedness, headaches, dysphoric mood, decreased concentration, nervousness, anxious, hypoalbuminemia, leukocytosis, overdose of opiate or related narcotics and superficial incisional surgical site infection.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced vaginal urethral mesh erosion (erosion), urgency (urinary urgency), frequency, refractory urge incontinence, blood loss, mesh exposure, stress urinary incontinence, calcifications/stones, urinary tract infections, mucosal injury (vaginal mucosal damage), trauma, sling eroding through urethra (foreign body in patient), and required nonsurgical and additional surgical interventions.